Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient and a healthcare provider via a company representative. It was reported that patient had the device implanted a day prior to this call. Patient was told to turn therapy on today and when she used patient programmer (pp), she was getting warning power on reset (por) message. There were no further complications that have been reported as a result of this event. The indication for use for this patient was gastrointestinal/pelvic floor.